Event description:
It was reported that during the implant procedure, the lead could not be inserted into the header of the pulse generator. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).